Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("patient went to the emergency room due to a positive pregnancy test"), haemorrhage in pregnancy ("non-dynamic metrorrhagia"), premature rupture of membranes ("premature rupture of membranes"), amniorrhoea ("suspected amniotic fluid leakage"), embedded device ("was not possible to locate the right essure, found embedded in uterine wall"), uterine abscess ("parauterine abscess") and breast neoplasm ("hot, painful tumor in the right breast") in a 35 year-old female patient who had essure inserted (lot no. D87028) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cesarean section (with an inverted t-shaped incision in hysterotomy due to difficulty in foetal extraction) in 2016 and parity 5 (4 normal deliveries, two children 33% and 35% disabilities). Last menstrual period on (B)(6) 2019. Previously administered products included: cerazette [desogestrel]. As concurrent condition the report mentioned obesity (bmi 24.5). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 95 days after essure insertion, she was found to have uterine leiomyoma calcification ("calcified fibroid"). On (B)(6) 2019 she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced premature rupture of membranes (seriousness criteria hospitalisation and medically important) and amniorrhoea (seriousness criterion medically important). On (B)(6) 2019 she experienced postoperative wound infection ("suspected surgical wound infection"). On (B)(6) 2020 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2020 she experienced uterine abscess (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2020. An unknown time later she experienced haemorrhage in pregnancy (seriousness criterion medically important), embedded device (seriousness criterion intervention required), vaginal haemorrhage ("dark vaginal bleeding"), flank pain ("flank pain"), haematochezia ("hematochezia"), anaemia ("anemia"), heavy menstrual bleeding ("heavier menstruation than usual"), pruritus ("pruritic lesions in the abdomen") and pelvic pain ("pelvic pain female") and was found to have breast neoplasm (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2020. The patient was treated with cloxacillin, corticosteroid nos, progesterone, paracetamol, ibuprofen, clexane (enoxaparin sodium), tardyferon (ferrous sulfate), augmentin es (amoxicillin trihydrate;clavulanate potassium), diproderm [betamethasone dipropionate], enantyum (dexketoprofen trometamol), vibracina (doxycycline hyclate) and dalacin c rtu (clindamycin hydrochloride) as well as surgery (on (B)(6) 2019 bilateral salpingectomy (only left essure found in tube) and caesarean section and hysterectomy with removal of right essure on (B)(6) 2020). At the time of the report, the outcome of pelvic pain was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The apgar score was 9, 10, 10 (at 1, 5 and 10 minutes). The reporter considered amniorrhoea, anaemia, breast neoplasm, dysmenorrhoea, embedded device, flank pain, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, premature rupture of membranes, pruritus, uterine abscess, uterine leiomyoma calcification and vaginal haemorrhage to be related to essure administration. The reporter commented: on (B)(6) 2019, the patient went to the emergency room, being 29+3 weeks pregnant, due to hematochezia of a few hours of intermittent and self-limited evolution, without pain or other symptoms, the patient is afebrile, there is no fluid loss and there is no metrorrhagia. She refers to an episode of diarrhea in the previous days that has resolved spontaneously, a rectal examination is performed in which no fissures or external hemorrhoids are found, a normal tonic sphincter is found, without internal hemorrhoids or fistulous tracts. The patient is informed that she is a candidate for a cesarean section to terminate the pregnancy and she requests a tubal ligation. She was discharged on (B)(6) 2019, if there were traces of hematochezia, and a diagnosis of cervical shortening without associated dynamics, in addition to having progrefkk 200 mg (two tablets) vaginal at night, daily. (B)(6) 2019 at 00:26 hours. During the cesarean section, bilateral salpingectomy, and removal of the left essure was performed, but it was not possible to locate the right essure. The baby has been admitted for lung maturation. She was admitted for intravenous antibiotic treatment with clindamycin+cephalosporin+gentamicin. During admission, drainage of the abscess was performed using interventional radiology with a good subsequent course. On (B)(6) 2020 total abdominal hysterectomy performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.531 kg/sqm. [Computerised tomogram] on (B)(6) 2020: the existence of a 60x38x26 mm hypodense collection compatible with a uterine abscess that also affected the wall on the same side, while observing the presence of the essure embedded in the myometrium. Right essure, located intrauterinely, and inflammatory changes suggestive of a parauterine abscess are visualized, and collection drainage is applied. [Hysterosalpingogram] on (B)(6) 2016: both devices were identified in an adequate position, no evidence of tubal patency during the exploration [hysteroscopy] on (B)(6) 2016: 6 rings were implanted in the right tube and 5 rings in the left tube. [Ultrasound scan] on (B)(6) 2019: pregnant uterus was detected with a gestational sac that houses an embryo with a 20 mm crl of 8+4 weeks. Intramural fibroid is visualized, as well as left essure, but not right essure for fibroid.; on (B)(6) 2019: product with a gestational age of 12+5 was found, in which a heartbeat and fetal movements were present.. On (B)(6) 2019, she went to a follow-up appointment in which a product of 15+6 weeks of gestation was observed, with fetal heartbeat and movements, present normal amniotic fluid and without alterations in the fetal anatomy; on (B)(6) 2019: in which a product of 21 weeks of gestation with complete fetal anatomy was observed; on (B)(6) 2020: right intramyometrial essure located, together with type 4 intramural myoma. Batch no d87028 production date 2015-04-15 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: upon receipt of follow up this report was detected to be a duplicate to record # es-bayer-2023a136280 (medwatch 3500a MFR number 2951250-2023-02990) which will be deleted in bayer safety database after all information was transferred to this duplicate record # es-bayer-2023a092920 which will be retained. New: plaintiff's name was provided. Test data was provided via lawyer. Event device dislocation was specified to embedded device. New events: premature rupture of membranes, amniorrhoea. Date of last menstruation before pregnancy was provided ((B)(6) 2019). Addition: medical history of caesarean section (history of 4 normal deliveries and a caesarean section with an inverted t-shaped incision in hysterotomy due to difficulty in foetal extraction. Weight 88.4 kg, height 1.60 m. Two of her children have 33% and 35% disabilities) and parity 4 (4 normal deliveries). Previously administered products included: cerazette. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("patient went to the emergency room due to a positive pregnancy test"), haemorrhage in pregnancy ("non-dynamic metrorrhagia"), uterine abscess ("parauterine abscess") and breast neoplasm ("hot, painful tumor in the right breast") in a 35 year-old female patient who had essure inserted (lot no. D87028) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cesarean section in 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 95 days after essure insertion, she was found to have uterine leiomyoma calcification ("calcified fibroid"). On (B)(6) 2019 she experienced postoperative wound infection ("suspected surgical wound infection"). On (B)(6) 2020 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2020 she experienced uterine abscess (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6)2020. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), haemorrhage in pregnancy (seriousness criterion medically important), device dislocation ("was not possible to locate the right essure"), vaginal haemorrhage ("dark vaginal bleeding"), flank pain ("flank pain"), haematochezia ("hematochezia"), anaemia ("anemia"), heavy menstrual bleeding ("heavier menstruation than usual"), pruritus ("pruritic lesions in the abdomen") and pelvic pain ("pelvic pain female") and was found to have breast neoplasm (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2020. The patient was treated with cloxacillin, corticosteroid nos, progesterone, paracetamol, ibuprofen, clexane (enoxaparin sodium), tardyferon (ferrous sulfate), augmentin es (amoxicillin trihydrate;clavulanate potassium), diproderm [betamethasone dipropionate], enantyum (dexketoprofen trometamol), vibracina (doxycycline hyclate) and dalacin c rtu (clindamycin hydrochloride) as well as surgery (c section & bilateral salpingectomy and hysteroctomy). At the time of the report, the outcome of pelvic pain was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The apgar score was 9, 10, 10 (at 1, 5 and 10 minutes). The reporter considered anaemia, breast neoplasm, device dislocation, dysmenorrhoea, flank pain, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, pruritus, uterine abscess, uterine leiomyoma calcification and vaginal haemorrhage to be related to essure administration. The reporter commented: on (B)(6) 2019, the patient went to the emergency room, being 29+3 weeks pregnant, due to hematochezia of a few hours of intermittent and self-limited evolution, without pain or other symptoms, the patient is afebrile, there is no fluid loss and there is no metrorrhagia. She refers to an episode of diarrhea in the previous days that has resolved spontaneously, a rectal examination is performed in which no fissures or external hemorrhoids are found, a normal tonic sphincter is found, without internal hemorrhoids or fistulous tracts. The patient is informed that she is a candidate for a cesarean section to terminate the pregnancy and she requests a tubal ligation. The patient has been admitted for lung maturation. She was discharged on august 4, 2019, if there were traces of hematochezia, and a diagnosis of cervical shortening without associated dynamics, in addition to having progrefkk 200 mg (two tablets) vaginal at night, daily. On (B)(6) 2020 total abdominal hysterectomy performed. (B)(6) 2019 at 00:26 hours. During the cesarean section, bilateral salpingectomy, and removal of the left essure was performed, but it was not possible to locate the right essure. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): showing right essure, located intrauterine, and inflammatory changes suggestive of a parauterine abscess are visualized, and collection drainage is applied. [Hysterosalpingogram] on (B)(6)2016: both devices were identified in an adequate position, no evidence of tubal patency during the exploration [ultrasound scan] on (B)(6)2019: pregnant uterus was detected with a gestational sac that houses an embryo with a 20 mm crl of 8+4 weeks. Intramural fibroid is visualized, as well as left essure, but not right essure for fibroid.; on (B)(6)2019: product with a gestational age of 12+5 was found, in which a heartbeat and fetal movements were present. On (B)(6) 2019, she went to a follow-up appointment in which a product of 15+6 weeks of gestation was observed, with fetal heartbeat and movements, present normal amniotic fluid and without alterations in the fetal anatomy; on (b)96)2019: in which a product of 21 weeks of gestation with complete fetal anatomy was observed; on (B)(6)2020: right intramyometrial essure was located, together with type 4 intramural myoma. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("patient went to the emergency room due to a positive pregnancy test"), haemorrhage in pregnancy ("non-dynamic metrorrhagia"), uterine abscess ("parauterine abscess") and breast neoplasm ("hot, painful tumor in the right breast") in a 35 year-old female patient who had essure inserted (lot no. D87028) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cesarean section in 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 95 days after essure insertion, she was found to have uterine leiomyoma calcification ("calcified fibroid"). On (B)(6) 2019 she experienced postoperative wound infection ("suspected surgical wound infection"). On (B)(6) 2020 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2020 she experienced uterine abscess (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2020. An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), haemorrhage in pregnancy (seriousness criterion medically important), device dislocation ("was not possible to locate the right essure"), vaginal haemorrhage ("dark vaginal bleeding"), flank pain ("flank pain"), haematochezia ("hematochezia"), anaemia ("anemia"), heavy menstrual bleeding ("heavier menstruation than usual"), pruritus ("pruritic lesions in the abdomen") and pelvic pain ("pelvic pain female") and was found to have breast neoplasm (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2020. The patient was treated with cloxacillin, corticosteroid nos, progesterone, paracetamol, ibuprofen, clexane (enoxaparin sodium), tardyferon (ferrous sulfate), augmentin es (amoxicillin trihydrate;clavulanate potassium), diproderm [betamethasone dipropionate], enantyum (dexketoprofen trometamol), vibracina (doxycycline hyclate) and dalacin c rtu (clindamycin hydrochloride) as well as surgery (c section & bilateral salpingectomy and hysterectomy). At the time of the report, the outcome of pelvic pain was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The apgar score was 9, 10, 10 (at 1, 5 and 10 minutes). The reporter considered anaemia, breast neoplasm, device dislocation, dysmenorrhoea, flank pain, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, pruritus, uterine abscess, uterine leiomyoma calcification and vaginal haemorrhage to be related to essure administration. The reporter commented: on (B)(6) 2019, the patient went to the emergency room, being 29+3 weeks pregnant, due to hematochezia of a few hours of intermittent and self-limited evolution, without pain or other symptoms, the patient is afebrile, there is no fluid loss and there is no metrorrhagia. She refers to an episode of diarrhea in the previous days that has resolved spontaneously, a rectal examination is performed in which no fissures or external hemorrhoids are found, a normal tonic sphincter is found, without internal hemorrhoids or fistulous tracts. The patient is informed that she is a candidate for a cesarean section to terminate the pregnancy and she requests a tubal ligation. The patient has been admitted for lung maturation. She was discharged on (B)(6) 2019, if there were traces of hematochezia, and a diagnosis of cervical shortening without associated dynamics, in addition to having progrefkk 200 mg (two tablets) vaginal at night, daily. On (B)(6) 2020 total abdominal hysterectomy performed. On (B)(6) 2019 at 00:26 hours. During the cesarean section, bilateral salpingectomy, and removal of the left essure was performed, but it was not possible to locate the right essure. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): showing right essure, located intrauterine, and inflammatory changes suggestive of a parauterine abscess are visualized, and collection drainage is applied. [Hysterosalpingogram] on (B)(6) 2016: both devices were identified in an adequate position, no evidence of tubal patency during the exploration [ultrasound scan] on (B)(6) 2019: pregnant uterus was detected with a gestational sac that houses an embryo with a 20 mm crl of 8+4 weeks. Intramural fibroid is visualized, as well as left essure, but not right essure for fibroid.; on (B)(6) 2019: product with a gestational age of 12+5 was found, in which a heartbeat and fetal movements were present. On (B)(6) 2019, she went to a follow-up appointment in which a product of 15+6 weeks of gestation was observed, with fetal heartbeat and movements, present normal amniotic fluid and without alterations in the fetal anatomy; on (B)(6) 2019: in which a product of 21 weeks of gestation with complete fetal anatomy was observed; on (B)(6) 2020: right intramyometrial essure was located, together with type 4 intramural myoma. Batch no d87028, production date 2015-04-15, expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. Amendment: seriousness criteria for pregnancy with contraceptive device amended. Imdrf codes amended accordingly. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.